Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a little resistance was felt and the foot was not caught on the anterior wall. The device was removed from the anatomy and a posterior foot break was noted. A surgical cutdown was performed, but the foot was not found. The location of the foot is unknown. The tavi procedure was completed with a large bore sheath. Hemostasis was achieved via surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The separation of the foot was confirmed. The difficult to advance could not be confirmed because it is related to case circumstances and cannot be replicate in lab environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, it is possible the posterior foot may have inserted into the access site and or interacted with the calcification at the access site inducing the noted resistance and or separating the foot. Additionally, with the foot in interaction with calcification or wedged in the access site, any manipulation of the device, could then separate the foot; however, this cannot be confirmed. The cause of the reported difficulties cannot be determined. The subsequent treatments appear to be related to procedure circumstance. The reported patient effects of foreign body in patient is listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.